Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21jan2019. The customer evaluated the device. The product support engineer troubleshot the issue with the customer over the phone. The alarm did not sound normal, was not rhythmic. The tone was not consistent in tone from beep to beep and tended to warble when activated. The product support engineer (pse) provided part numbers for the backup alarm cable. No parts were returned to philips for analysis, therefore, a root cause could not be established.

Event description:
The customer reported that the ventilator generated an audible alarm failure message. The ventilator was not in use on a patient. The event date was not specified; estimate used.